Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would contribute to a needle mechanism failure. The exact cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no blood glucose levels were reported.